Event description:
It was reported that the handpiece began overheating during a surgical procedure, and the tip of the drill stops spinning if there is much resistance on the head. There was no reported pt or user injury, and the procedure was completed successfully.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was confirmed, as the spindle housing heated up. Based on the investigation details, the likely cause for the overheating was a problem with the motor, which was replaced along with the nose cone, bearings, and other components. Service did a clean, lube, and adjust to the device, and the handpiece was repaired and returned to the customer.